Manufacturer narrative:
Complaint is confirmed. Functional testing was not performed on the returned 5033-100 due to the damage to the tip of the device. Visual evaluation noted that the tip of the device is broken off and was returned. The most likely cause for the reported failure can be attributed to use error due to excessive user-applied mechanical forces.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems-06023115 that an 5033-100 galileo® capturing rod broke. This occurred during a case, all fragments were retrieved and the case continued using another device.